Event description:
Hospital personnel responded to a patient in cardiac arrest. According to the reporter, after an unk number of shocks were delivered, the device locked up for approximately 30 seconds. Subsequently, the device operated normally, delivering a total of 9 shocks to the patient, who was resuscitated.

Manufacturer narrative:
Physio-control will evaluate the device. Physio-control will submit a supplemental report on this event to the FDA.